Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, they opened a vasoview 6 box and the plastic tray was empty. The sterile packaging and the kit contents were missing. A replacement device was used to complete the procedure. The hospital did not report any pt effects. The hospital intends to return the product in question.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. There have been no similar complaints in which the package was received without the sterile pouch or product. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).